Event description:
Boston scientific received information that this implantable cardioverter defibrillator and right ventricular defibrillation lead undersensed a run of ventricular tachycardia and therefore, did not provide required therapy. The patient was subsequently hospitalized and the device was interrogated. The device had reached end of life (eol) on (B)(6) 2011; therefore, therapy availability was limited. In addition, a fault 01 code was noted. The device was removed, replaced, and returned for analysis. The right ventricular lead remains implanted with the new device. No additional adverse patient effects reported.

Manufacturer narrative:
A new device was successfully implanted. To date, the explanted device has not been received at boston scientific. Upon receipt the device will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.